Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system displayed ind (indeterminate / suppressed) flagged myglobin results for an unspecified number of patient samples. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The customer technical specialist (cts) evaluated the issue by telephone and assisted customer with troubleshooting the instrument issue. The cts instructed customer to check if the reagent pack had been used on the other instrument in the laboratory, and customer confirmed that the same reagent pack serial number had been shared from the other instrument. Therefore, customer had improperly shared the myoglobin reagent pack that generated the ind flagged results across two of the laboratory instruments. When improper loading or unloading of reagent packs occurs, the instrument will not detect that a wrong reagent pack has been loaded, or that no reagent pack is present. The cts confirmed proper instrument performance with customer to ensure that the troubleshooting instructions provided effectively resolved the instrument issue. Onsite service was not dispatched for this event as the issue was resolved with routine troubleshooting with the cts.

Manufacturer narrative:
The root cause of the issue is attributed to user error when customer improperly shared the myoglobin reagent pack across two laboratory instruments. The issue was resolved with the troubleshooting instructions provided by the cts. Customer has not called back to report any further issues relating to this event. (B)(6).